Event description:
It was reported that an unknown extension set separated from another unknown set at the luer connection during patient use. Reportedly, the patient was experiencing sanguination due to the extension set. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.